Manufacturer narrative:
There was no patient involvement. This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has decided to reclassify this event as reportable. This report is being filed as part of a retrospective review conducted in response to this new decision. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and was able to reproduce the reported issue. The heating elements on the patient bridge were replaced to resolve the issue a functional verification test was performed and passed. The unit was pit back into service. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t caused interferences on iso monitors in the or during post procedure. There was no patient involvement.